Event description:
A hospital in (B)(6) reported to a distributor that one of the water traps of an rt134 adult unheated breathing circuit was found leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt134 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test result was outside of the specification due to excessive leak in the water trap of the expiratory limb. The leak was confirmed when the expiratory water trap was immersed in a water bath. No fault was found with the inspiratory water trap. A lot check was not performed as the lot number was not provided by the hospital. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after release for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt134 adult unheated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms."